Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the physician placed a new lead into the rv lower septum, and the temporary pacer was placed on the outside of the body while the patient was on wound care and treated with antibiotics. There were no additional adverse patient effects reported. This pacemaker was explanted.